Manufacturer narrative:
Upon additional analysis of the reported issue it has been determined that the inability to program the local time in the device does not present patient risk or harm and does not impact device functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device clock could not be programmed. The device was not used. There was no apparent patient involvement.